Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration via an implantable pump. It was reported that ¿overinfusion¿ occurred. After a refill appointment ¿some years ago¿, the patient showed symptoms of drug overdose. The patient developed respiratory depression and had to be treated in the intensive care unit (ICU) for a short time. The patient experienced the overdose symptoms within 2 hours of the refill. Naloxone was administered. During a CT scan, a small volume of air was seen in the intrathecal space (located in one of the ventricles). The physician assumed that the air was delivered to the intrathecal space somehow in relation to the refill procedure of the pump. The physician could imagine no other cause how the air could have come there. The amount of air was not specified. After the issue, the patient had full recovery. The issue was resolved. The patient's status was alive - no injury. It was unknown if any [additional] diagnostics/troubleshooting were performed. It was unknown if the refill needle was fully inserted through the fill port septum, as the reporting physician was not the responsible physician, but a physician who had to create an expert opinion about the event. It was unknown if imaging such as fluoroscopy or ultrasound was used to confirm needle position. It was unknown if the fluid was observed as it was removed from the pump to have the expected appearance. It was unknown if bubbles in the extension set were observed to be drawn into the pump after opening the clamp and before filling the pump. It was unknown if during the injection, drug was periodically withdrawn to confirm it had the expected appearance. It was unknown if the volume injected into the pump was withdrawn and was not excessively different from the expected volume. There were no environmental, external or patient factors that might have led or contributed to the event. Surgical intervention did not occur and was not planned. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.